Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr, 4.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal strut damaged; lifted and pulled distally. The stent outer diameter (od) is measured and was verified against specification for the product prior to packaging and shipping. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found were multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.